Event description:
When performing the standard pre-test with the laser fiber before being used on the patient, the fiber did not work. The machine recognized it, it lit up at the plug portion, but would not activate. After an unsuccessful attempt to troubleshoot, it was swapped out with another fiber with a different lot number, test was successful.